Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ integrated safety catheter system leaked from the extension tubing at the clamp.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 7143693. Our records show that this is the only instance of a damaged tubing occurring in this batch saf-t-intima. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our quality engineers reviewed the sample submitted. They were able to verify that the tubing had suffered a partial cut, but all attempts to replicate the event using multiple applications of the slide clamp were unsuccessful. Unfortunately without a successful duplication of the event, the root cause for this complaint could not be finalized at the conclusion of our review.

Event description:
It was reported that the bd saf-t-intima¿ integrated safety catheter system leaked from the extension tubing at the clamp.